Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was position and just before connecting the lead to the device, the physician noted the conductor coil appeared to have been stretched/unwound slightly. The ra lead ended up being implanted successfully and all ra measurements afterwards were within acceptable range. Manipulation of the system post-implant did not reveal any abnormalities as well. Additional information provided from the field indicated elective surgical intervention was later performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted there was lead body damage approximately 20 centimeters (cm) for the is-1 terminal end. Such damage was likely induced via some form of a pinching instrument during the implant procedure. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis was able to confirm that observations noted with the lead in the field.